Manufacturer narrative:
This supplemental MDR is being submitted to reflect the change in adverse event report type as further review of translated information identified that additional dilatation was performed. The event is MDR reportable as a serious injury. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified in section d4 has not been cleared in the us, but is similar to the e-luminexx vascular stent system products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent system products are identified. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the left iliac artery, the outer sheath catheter allegedly broke and the stent partially deployed. It was further reported that an attempt was made to dilate the stent and a radiopaque ring detached and migrated to the femoral artery. An attempt to extract the ring from the artery was unsuccessful. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure in the left iliac artery, the outer sheath catheter allegedly broke and the stent partially deployed. It was further reported that an attempt was made to dilate the stent and a radiopaque ring detached and migrated to the femoral artery. An attempt to extract the ring from the artery was unsuccessful. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: in reviewing the manufacturing and quality records, it was found that no relevant manufacturing process changes were implemented that could have led to the reported event. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Investigation summary: the physical sample was not available and images have not been provided. The reported issue could not be re produced which led to inconclusive evaluation result. Based on the information available and as no sample was returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the applicable labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding potential damages the IFU states: 'visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment'. Regarding preparation of the device the IFU states: 'prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter' and 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit'. H10: g4 h11: h6 (patient code).

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during a stent placement procedure in the left iliac artery, the stent allegedly partially deployed. There was no reported patient injury.